Event description:
Upon a follow-up, the physician reported that almost no information was available in implant memories (aida) during interrogation. He observed that some treated episodes had been recorded (in overview screen), but the corresponding episodes could not be reviewed. He ended the session and interrogated the device again with a second programmer, but still there was not all information available in aida. Moreover "arrhythmia and therapy history" information was wrong. The physician would like an explanation.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.